Event description:
It was reported that the customer had a low blood glucose level. The customer blood glucose level was 42 mg/dl. Customer state it was due to an over delivery on her part. Troubleshooting was declined as well as a pump replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.